Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated thyroid stimulating hormone (tsh) results for one patient which did not match historical result which was lower. The following data was provided: result from (B)(6) 2024 tsh = 0.172 result from (B)(6) 2024 = 1.322 miu/ml customer¿s normal range for tsh = 0.60-4.40 miu/ml other results provided: result from (B)(6) 2024 tt3 = 2.24 result from (B)(6) 2024 = 1.52 nmol/l result from (B)(6) 2024 tt4 = 138.10 result from (B)(6) 2024 = 93.5 nmol/l result from (B)(6) 2024 ft4 = 13.40 pmol/l result from (B)(6) 2024 ft3 = 4.71 pmol/l no impact to patient management was reported.

Event description:
The customer observed a falsely elevated thyroid stimulating hormone (tsh) results for one patient which did not match historical result which was lower. The following data was provided: result from (B)(6) 2024 tsh = 0.172 result from (B)(6) 2024 = 1.322 miu/ml. Customer¿s normal range for tsh = 0.60-4.40 miu/ml. Other results provided: result from (B)(6) 2024 tt3 = 2.24 result from 30sept2024 = 1.52 nmol/l. Result from (B)(6) 2024 tt4 = 138.10 result from 30sept2024 = 93.5 nmol/l. Result from (B)(6) 2024 ft4 = 13.40 pmol/l. Result from (B)(6) 2024 ft3 = 4.71 pmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. Trending review did not identify a related trend regarding commonalities for complaint lot and customer reported event. The median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the architect tsh reagent lot 61397ud01.